Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing got detached at the quick release. The patient observed insulin coming out of the tubing about 2-3 hours after changing the set. It occurred with two sets. No further information available.